Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while contacting support if the issue happened again.